Event description:
It was reported that the patient with this right ventricular (rv) lead experienced burning at the implant site. The patient was referred to a physician. There were no additional adverse patient effects reported. The rv lead remains in service.